Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor. On (B)(6) 2022, the customer self-treated based on the lo scan and began to feel unwell. A blood glucose test was performed on an unknown device and a result of 26.3 mmol/l was obtained. The customer self-treated with insulin (dosage unknown) and went to bed. The next morning, the customer experienced hypoglycemic symptoms and had a loss of consciousness, and was provided juice by the wife for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.